Event description:
Pt tested blood glucose on the suspect device and it was 86 mg/dl. Pt took normal insulin and a few mins later pt passed out. Pt was found by a friend and given sugar until pt regained consciousness.